Event description:
It was reported that during a lap nephrectomy procedure the doctor fired the device across the vessel and clips (x3) ejected from the clip applier jaws into the pt. The clips did not close. Clips were retrieved and ligation completed with another clip applier.

Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.